Manufacturer narrative:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the surgeon went to remove the specimen from the abdomen. As they were trying to slide the bag through the abdominal wall, the bag tore. At no point in the report was there a mention of a patient injury.

Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) conducted an evaluation of one device tyvek label. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, and an evaluation of the returned device. The label was received in an undamaged condition. The instrument was not received. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Since the device was not received, the file was concluded to be a not confirmed as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.